Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 04/13/2015 with the following findings: the black box history confirmed an error when the rewind step was performed. The complaint was duplicated; product analysis was unable to clear a call service alarm during the investigation. The pump was opened to further investigate and the internal motor was found to be defective. The battery cap was returned with the pump.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 064) issue during the rewind/load step. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.